Event description:
A talent aaa stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft migrated proximally with an increasing type 5 leak. Film images taken 34 months post implant reveal an increase in aneurysm sac size with no recent migration. No clinical sequela were reported. The pt is under eval for aortic extension placement.

Manufacturer narrative:
.